Event description:
The device was used during a takedown procedure. Reportedly, the anvil was difficult to remove. The surgeon removed the instrument with manipulation. Some tissue was torn. The surgeon applied suture to complete the procedure. The hosp has reported that the pt's status is satisfactory.